Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) canada alleging that their onetouch verio iq meter had displayed an error message ¿ error 4 ¿ on two occasions. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged error message first occurred at 3am on (B)(6) 2016 and then occurred once more at 4qm on (B)(6) 2016. The patient manages their diabetes with 300mg invokana, 4 pills of metformin (dosage unspecified) as well as 70 units of 70/30 insulin (type unspecified) per day. The patient denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. Right before the product issue occurred on both of these dates the patient woke up feeling the symptoms of ¿sweaty and shaky.¿ on both occasions, 10 minutes after experiencing the alleged product issue the patient self-treated by consuming food and/or drink. The patient had measured their blood glucose on both occasions using a backup onetouch ultrasmart meter and obtained a result of ¿3.2mmol/l¿ on (B)(6) and a result of ¿2.2mmol/l¿ on (B)(6). At the time of troubleshooting the csr walked the patient through a re-test but was unable to resolve the issue. The patient¿s products were replaced and requested for evaluation. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused/contributed to this serious injury since this symptom occurred before the alleged product issue started. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.